Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous anastomosis in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.